Event description:
Some clinicians were getting splashed using the snap methods.

Manufacturer narrative:
The complaint was documented via call ID (B)(6). The extent of the event and the precautions taken by the users are unk. Actions taken by the users that were splashed are also unk. The surepath collection product insert (779-0704-00) indicates precautions that state good laboratory practices should be followed and all procedures for use of the prepstain system should be strictly observed. The precautions also state to avoid splashing and generating aerosols and that operators should use appropriate hand, eye, and clothing protection. The insert includes first aid instructions which state, in cause of contact, immediately flush skin with water; immediately flush eyes with plenty of water for at least 15 minutes. The vial is labeled with a symbol (change !) Indicating warning that is referenced in the product insert. Delay in pt sample reporting was not indicated. No safety corrective actions are planned as a result of this complaint at this time.